Event description:
This pt underwent surgery to repair a recurrent radiculopathy secondary to a herniated nucleus pulposus at l5-s1 in which adcon gel was used. No dural tears wore identified during surgery. The pt suffered headaches and buttock pain four days post-surgery. A MRI revealed a pseudomeningocele. The pt was treated with an epidural blood patch. The pt recovered without sequele.